Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the probe did not stimulate sporadically. This situation occurred briefly and then no longer. They haven't seen or heard anything that drawn their attention to the fact that the mainframe did not stimulate sporadically. There was no "0" appeared in the current stimulation return indicating that no power is being delivered. There was no fix being made to fix the event. After the first check, the device works and the customer is satisfied. There was no patient impact.